Event description:
It was reported to philips that the system was not booting up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up and it was stuck at 00:00 and blue image on flex vision monitor. Review of the system log file confirmed that there was malfunctioning in the flex vision pc as the host pc couldn¿t connect to the flex vision pc. Upon troubleshooting, fse found that the defective flex vision pc and the software was corrupted. The failed component was returned to philips for analysis and the cause of the failure couldn¿t conclusively determined by supplier¿s part analysis. To resolve this issue, fse replaced the flex vision pc and reloaded the software. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.